Manufacturer narrative:
Findings: unit passed displacement test. However, unit alarmed motor error during basic occlusion test due to slightly loose drive support disk. The motor was tested outside the device and passed. Unable to perform prime/a33test due to motor error alarms. Unit received with minor scratches on lcd window. Unit received with cracked case at reservoir tube window corners, reservoir tube lip and battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error during basal. It was reported that the insulin pump alarmed compromised forced sensor system. Customer's blood glucose levels were not included in the report. Troubleshooting was done. It was reported that customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.